Event description:
It was reported that premature battery depletion was observed on the device prior to attempted implant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The remaining battery capacity met the implant requirement. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.